Event description:
The manufacturer representative (rep) reported that there was an adaptive stimulation issue where the transition time seemed incorrect. Since orienting the implantable neurostimulator (ins), when the patient was in bed at night and they turn over, the device goes to upright and shocks them. It was reported that the rep would meet with the patient and adjust the adaptive stimulation settings. They would also check to see if the ins was moving in the pocket. There was a report of a sudden shocking at the therapy site whenever the patient turns over in bed. Relevant medical history includes chronic low back pain, lumbar radiculopathy, and spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the issue did not happen every night. It was random. The issue continued to occur. When the patient reclined the amplitude would not decrease all the way like it should. The patient would like lying amplitude when they were reclining. The manufacturer representative had not oriented the ins since the previous call. After the last call, the transitions were adjusted to the following settings: upright to lying-0 sec, lying to upright-20 sec, upright to mobile-2 min, mobile to upright-2 min, and lying to lying-0 sec. The mobility rate was mid-range. The current position range was set to xxs for upright and small for lying. During troubleshooting, the manufacturer representative changed the upright to medium and the lying to xl. The position was tested when the patient was sitting up in a chair and it was showing the ins was in transition range. The upright was changed to large and tested the position again, which showed upright. The patient did not have any recharging issues. There were no patient symptoms reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.